Manufacturer narrative:
On (B)(6)-2011, the recordings from the case were returned for analysis; the evaluation is in process. A site visit was performed on (B)(6)-2011 and an accuracy test and functional test were performed and both passed. The maintenance.log file was reviewed. Unusual error messages were recorded on (B)(6), 2011, which indicate that files could not be read from the usb drive. It is likely that the drive was either removed from the planning laptop before files were written or the usb drive was removed from the superdimension system while being read. The staff was advised of these scenarios and informed to make sure the file activity with the usb drive are complete before removing the drive. A case was performed the next day and everything worked normally. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
The site reported that they had a case in which they had difficulty with registration. They had to attempt registration several times before it was accepted. Then during navigation, they could not get to the target despite several airways that appeared to show direct to target pathways. After an hour and a half, they decided not to proceed further as they did not feel the system was functioning accurately. The patient was under general anesthesia. There was no harm or injury to the patient reported.